Event description:
Event: brachial approach necessary after wire access lost. Case details: wire access was lost after contralateral deployment. A left brachial artery approach was required to regain wire access. A cuff was placed in the left graft limb and a stent placed in the right limb.